Event description:
It was reported that the patient experienced pain and tenderness. X-ray noted migration of the neural electrode connectors over the spinous processes was noted. Also one of the neural electrode anchors to the supraspinous ligament was observed to have broken one of three anchoring suture. A revision was performed. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.